Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient's ra lead was explanted and replaced due to dislodgement. Patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.